Event description:
It was reported by service report that the scale was inaccurate, and off by 15 lbs. It is unknown if there was patient involvement or consequences reported.

Manufacturer narrative:
Conclusion: scale was out of calibration.